Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor. Performed continuity resistance testing and the sensor failed the test. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the insertion anomaly due to the customer not returning the insertion needle. Only the sensor was returned. Could not perform or reproduce the skin irritation in the lab.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.